Manufacturer narrative:
Ameda received the returned a/c adapter cord for investigation on 08/15/2014. Result of the investigation will be submitted in a supplemental report.

Event description:
On (B)(6) 2014, a rep for (B)(6) contacted ameda. She stated the customer complained that an a/c adapter "cord blew up during use".